Manufacturer narrative:
(B)(4). Clear tip sheared at distal tip the analysis results of the mam3008 found that the tip of the introducer tube was received sheared off at the distal end and the piece was missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. However, a potential cause of the found defect is the removal of the mammomarker from the disposable probe while it is still inserted into the patient breast. Once the collagen plug has been deployed, the disposable probe and mammomarker have to be removed together from the patient breast at the same time in order to avoid damage to the mammomarker introducer tube such as the one found during analysis. An investigation has been initiated for the tip shearing issues. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a breast biopsy procedure, the device would not deploy.they completed the procedure with a new like device. There was no patient consequence reported.